Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A temporal relationship exists between the episode of vancomycin-resistant enterococci vre) peritonitis diagnosed and treated outpatient, subsequent positive vre blood cultures, continued aggressive in-patient antibiotic therapy with subsequent removal of pd catherter and transition to hemodialysis treatments for the renal replacement modality, and the fresenius products exists, the etiology/causality of this peritonitis event with subsequent positive blood cultures is unknown. The patient continues on oral antibiotic therapy and further blood culture monitoring pending medical and nephrology clearance to proceed with kidney transplant. Additionally, the pdrn requested a liberty cycler replacement for this patient who was unable to drain completely for two days prior to the peritonitis diagnosis, manual therapy was performed. There were no reported cassette leaks.

Event description:
A peritoneal dialysis patient's nurse reported that the patient experienced problems draining for two consecutive days. At the clinic, the patient drained with a manual system successfully. The patient presented fibrin and was administered heparin which resolved the issue. The patient was prescribed antibiotic treatment. The culture results reported vre (vancomycin-resistant enterococci) fluid cell count wbc was greater than 1500, and the neutrophils were greater than 80. The patient was subsequently admitted for a transplant and received treatment for peritonitis. Blood cultures revealed vre and the patient's catheter was pulled. The patient was put on back up hemodialysis and will remain on hemodialysis until the transplant. The patient is currently on antibiotics and in good condition. There was no cassette leak reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of the device and/or completion of clinical investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient experienced problems draining for two consecutive days. At the clinic, the patient drained with a manual system successfully. The patient presented fibrin and was administered heparin which resolved the issue. The patient was prescribed antibiotic treatment. The culture results reported (B)(6) fluid cell count wbc was greater than 1500, and the neutrophils were greater than 80. The patient was subsequently admitted for a transplant and received treatment for peritonitis. Blood cultures revealed (B)(6) and the patient's catheter was pulled. The patient was put on back up hemodialysis and will remain on hemodialysis until the transplant. The patient is currently on antibiotics and in good condition. There was no cassette leak reported.